Manufacturer narrative:
The device was returned for investigation and was tested using our standard operating procedures. We were unable to confirm the customer complaint of an overheat [over temperature alarm]. However, upon receipt, the fan guards were dirty and the input and output temperature probe sensors were dirty. This could cause an over temperature alarm if the temperature probes are not cleaned according to the instructions provided in the operator's manual, as it could cause the system to misread the input fluid temperature. The operator's manual states: "keep the probe sensors clean and dry. If they become dirty or wet, clean with a moistened q-tip and dry. Use care not to damage the sensor surface." The operator's manual also instructs the user to "inspect the fan guards, on the bottom of the unit, for debris that might impede air flow. Remove guards by unscrewing the 4 retaining screws and clean, with soap and water, if necessary. Make certain the guards are not damaged. Let the fan guards dry before reinstalling." The unit had not been serviced by belmont since it was shipped to the customer in 2011. It was reported that there was no harm to the patient. [(B)(4)].

Event description:
The user facility reported that there was an overheat incident during a case after infusing approximately 40 units of blood, and that the heat exchanger was damaged. Another unit was used to finish the case and the patient was not injured.